Event description:
It was reported that the procedure was to treat a lesion with mild calcification in the proximal superficial femoral artery. A 7x100 mm absolute pro self-expanding stent system (sess) was advanced with difficulty to the proximal sfa. Midway through deployment the thumbwheel stopped turning and movement was extremely tight. The retractable sheath was pulled back halfway and the stent was half-deployed. The physician cut the retractable sheath, manually pulled the retractable sheath and the stent became elongated. The stent remained in the intended site. The delivery system was withdrawn from the patient anatomy without issue and an omnilink elite was used to treat the lesion. An unspecified covered stent was also used. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage could not be confirmed as the stent was not returned. The difficulty deploying the stent could not be replicated in a testing environment due to the condition of the returned device. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents reported from this lot. Additionally, it should be noted the absolute pro vascular self expanding stent system electronic instructions for use states: should unusual resistance be felt at any time during lesion access or removal of the delivery system post stent implantation, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. Failure to follow these instructions could result in failure to deploy, difficulties with deployment, partial stent deployment or deployment in an unintended location. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.